Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that they had their previous ins replaced because they were having trouble charging their previous ins. The patient stated that the patient was also advised to get the updated intellis device by their manufacturer representative (rep). Additional information from rep was received on sept-17-2018. When asked when rep notified of the device was not charging and replacement of the ins, rep stated that rep was made aware of the event and did not recall or remember, rep would have submitted the complaint. No further complications were anticipated/reported.